Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-02908 addresses the other device. It was reported to boston scientific corporation that two leveen electrodes were used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6) 2011. According to the complainant, during the procedure, each array was able to be extended into the lesion, but the physician felt that both failed to fully extend to the 4cm diameter. Additionally, a single ablation treatment was administered with each electrode following the appropriate algorithm, but roll-off was achieved within 2 minutes using both devices. The procedure was completed with a different device. Reportedly, no visible issues were present with either device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-02908 addresses the other device. It was reported to boston scientific corporation that two leveen electrodes were used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6) 2011. According to the complainant, during the procedure, each array was able to be extended into the lesion, but the physician felt that both failed to fully extend to the 4cm diameter. Additionally, a single ablation treatment was administered with each electrode following the appropriate algorithm, but roll-off was achieved within 2 minutes using both devices. The procedure was completed with a different device. Reportedly, no visible issues were present with either device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual examination of the returned device revealed the presence of residue which is indicative of procedural use. Functionally, the array was able to be fully extended. When extended, the tines were found to be twisted around one another. The complaint was not able to be verified due to the condition of the returned incident device. However, the reported event of difficulty extending likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).